Event description:
In setting up a hemodialysis treatment, it was noted that the arterial line set had lots of micro bubbles forming and accumulating all along the tubing. Dialysis rn saw the bubble and removed the tubing. She then setup a new line set to run for the patient. Manufacturer response for set, tubing, blood, with and without anti-regurgitation valve, hemodialysis bloodlines (per site reporter). Waiting for their response.